Manufacturer narrative:
Product analysis: the cursor was found to be misaligned with the stylus on the display. Calibration resolved the issue. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was defective. The programmer was returned for service. No patient complications have been reported as a result of this event. An additional issue was identified, during analysis.